Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device was evaluated by a resmed distributor in the united states. A resmed clinical product support specialist followed-up with the bio-one employee who manages the evaluation reports. Based on all available information, the root cause of this critical battery fault was most likely a user error by allowing the device battery to deplete. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message "critical battery fault, switch to backup ventilator." The patient therapy was not affected by this message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
No device or device logs were returned to resmed for investigation, therefore, the complaint was not confirmed. Based on all available information and previous investigations of similar complaints, the reported complaint is most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).